Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the horizon small clip applier instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during central processing, the horizon small clip applier (hsca) cable was damaged. There was no report of patient involvement.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior reprocessing. When the instrument was used in the last procedure, the instrument was inspected prior to use with no issue. There was no issue related to opening/closing of the grips. There was no cable visibly protruding from the distal end of the instrument. There was no fragment falling inside the patient¿s anatomy. Isi received the horizon small clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a broken grip cable at the proximal end. Additional observation found that the grip cable was loose at the distal end.